Manufacturer narrative:
Unknown taper. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Without the device serial, the taper type is unknown. If returned, visual examination may determine the connector type associated with this event. Device labeling addresses the reported event as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal)and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have a loss of restriction. It was noted that the device had lost fluid. The port was replaced.

Manufacturer narrative:
Taper ii. Supplement 1 - medwatch sent to the FDA on 14/may/2018. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as taper ii. Needle marks were noted on the port septum. Scratches were noted on the port hole. A port leak test was performed and leakage was observed. As only access port I and taper ii were returned, an air leak test was not feasible. A fill inspection test was performed and no blockage was observed. Under microscopic analysis, an unidentified opening was noted on the port tubing at the taper-tubing junction. The end of the port tubing was noted to have striated edges, consistent with a surgical end cut to remove the device.